Manufacturer narrative:
The customer technical specialist (cts) had the customer troubleshoot the instrument and found that the pins were not retracting due to residue. The customer cleaned off the residue and the instrument began to run without any issue. (B)(4).

Event description:
The customer stated the ichem velocity automated urine chemistry system seems like reading one strip behind, the results are not matching the microscopy. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.